Event description:
A everflo intl opi device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and pca burn, pwr cord damaged. Additionally, the device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found could not confirm the allegation of device stopped working/burning smell due to pil not powering on the device. Recommend unit processed through service department for pm/conformance check/revision and upgrades. See uploaded photo addendum for any associated data sets/values/photo evidence. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In box h problem code grid, evaluation method code grid and component code grid are updated/corrected.

Manufacturer narrative:
The following correction has been updated in this report. Section "due date". Section "event date" in box b has been updated/corrected. Section g3 date received by mfg has been corrected.